Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the suture broke and the needle was left in patient's breast. X-ray was performed to locate and retrieve the needle. There was an extended duration of intervention and hospitalization. A new suture was used without issue.